Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis revealed no anomalies were found.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and the pacing capture threshold was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported the patient had fallen at home resulting in an acute kidney injury and the patient also had hypocalcaemia related to existing multiple myeloma. A computerized tomography scan of the head was performed and was normal. The patient was rehydrated with intravenous fluids. Later that day the patient became unresponsive. Additional information received reported there were cardiac pauses and the implantable pulse generator (ipg) and right atrial (ra) lead were not capturing. An external pulse generator was used until a device check could be performed where reprogramming was completed and settings increased which resulted in capture; however, the patient remained unwell. The patient was placed on palliative symptom control and expired three months after the fall. The physician reported the patient may have expired due to hydrodynamic instability in a patient with a complete heart block. The cause of death was listed as bronchopneumonia and multiple myeloma. The secondary cause of death was listed as complete heart block from ischemic heart disease. No other information was provided.